Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing observed on both stored atrial and ventricular egms for the right ventricular (rv) lead and right atrial (ra) lead. It was noted that the patient was in a surgical procedure at the time of the episode. Both leads remain in use. No patient complications have been reported as a result of this event.